Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tka revision surgery the surgeon could not get the genesis ii con ins size 5-6 11mm to go in. There was no harm reported. The procedure was completed with a back up device with no significant delays.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, the product analysis and the reported event could not be confirmed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Factors and/or potential causes that could contribute to the reported event could include alignment or surgical technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.